Event description:
It was reported that this right atrial (ra) lead exhibited jumpy high out of range pacing impedance. Technical services (ts) reviewed the reports and advised troubleshooting actions. The lead remains in use. No adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).